Manufacturer narrative:
This complaint has already been reported under MDR 2518422-2022-51681 and this report is being submitted as a follow up of previously submitted MDR 2518422-2022-51681.

Event description:
A dreamstation auto CPAP was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam particles, therefore this will be considered not reportable.